Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a bent cannula on the first day of pump training 2 weeks ago. The day before yesterday, his blood glucose went up to 200 mg/dl and 300 mg/dl. Customer's blood glucose then went up to 400 mg/dl. Customer removed the infusion set and saw the cannula was bent. Customer placed a new set and it is working fine. Customer declined a transfer to the help line because he thinks that he is just still learning.